Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. The catheter was not returned with the pump.

Event description:
It was reported that the pump and catheter was replaced. It was indicated that the pump was being replaced for "pump upgrade" due to travel circumstances. The pump was originally a 20ml pump and replaced with a 40ml pump. It was indicated that a catheter study was performed and the physician could not aspirate cerebral spinal fluid (csf). The patient's outcome was not provided. The drugs delivered via pump were morphine and bupivacaine.